Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the hospital. The reported issue was confirmed. Review of the device diagnostic history indicated a vent inop occurrence due to a data acquisition pcb adc reference failure. The fse reported that the data acquisition pcb to motor controller pcb cable kit was replaced to address the finding. The device successfully passed performance specification testing

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. The hospital provided the patient ID, gender and date of birth.

Event description:
The customer reported the device alarmed and shut down on a patient. A medwatch report was received from the hospital documenting this issue. There was no patient harm.